Event description:
The pt arrived for an outpatient coloscopy. While passing the scope at approx. 20 cm the procedure was terminated. It was felt that the sigmoid colon had been perforated. It was felt that the scope went intraperitoneally during negotiation of sigmoid turns. The pt was admitted for repair and proper treatment. The pt was sent to the or for exploratory laporotomy with sigmoid colon resection and colostomy, hartmanns resection. The pt was discharged on 2/6 in good condition.